Manufacturer narrative:
.

Event description:
Tip detached/tip damage reported. As reported the hawkone tip separated at the hinge pin. The hinge pins were captured in the sheath. The physician removed the hawkone device and used an inpact dcb on the lesion. No injury reported. Evaluation of the returned device was completed april 11, 2016. The customer's report of the tip detaching/damage has been confirmed. However it was reported the separation occurred at the hinge pin segment and the actual separation occurred between the toque shaft and the shaft adapter. The hinge pin assembly was intact and the pins were present. The stainless steel coil segment of the distal assembly showed bending near the distal tip. The root cause of the reported event is unknown. Contributing factors such as ancillary device interaction and procedural technique could not be evaluated.